Manufacturer narrative:
Results and conclusions: (stent thrombosis). (Patient ceased antiplatelet therapy). (No results available since no evaluation performed). Device or procedural images not provided for review. (None). Device not returned for evaluation.

Event description:
Physician deployed 2 resolute integrity drug-eluting stents (2.50mm x 22mm and 2.25mm x 30mm) to a slightly calcified diffuse lesion in the lad with 75-90% stenosis and slight vessel tortuosity. It was reported that the patient had sub-acute stent thrombosis (sat) in the lad on unknown date and aspiration of thrombus and pci was performed to the patient due to the sat on unknown date. Patient was on dapt for first 5 days. Lesions were both pre-and post-dilated. The patient was taking complavin for 1 week from discharged. But the medication was withdrawn after that, which would cause the occurrence of thrombosis. The physician indicated that there is no causal relationship with the relevant device. No other clinical sequelae were reported for this event.